Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. On (B)(6) 2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Concomitant medical products: st jude medical brk xs transseptal needle (model# unknown, lot# unknown); st jude medical sl0 sheath (model# unknown, lot# unknown); carto 3 system (model# unknown, serial# unknown). (B)(4).

Event description:
It was reported that an (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smart touch sf bidirectional (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. During the middle of the procedure, after ablation was performed in several left atrium areas, the patient¿s blood pressure dropped. Cardiac tamponade in the left atrium was confirmed. Pericardiocentesis was performed by the cardiac surgeon to remove an unspecified amount of fluid from the pericardial space. The procedure was delayed, cancelled, and the patient was transferred to the intensive care unit (ICU). Extended hospitalization for monitoring purposes was required. It took around one hour to stabilize the patient. The patient¿s outcome was fully recovered with no residual effects. The physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. Additionally, the patient¿s age was cited as a factor that might have contributed to the adverse event. Transseptal puncture was performed with a st. Jude medical brk xs transseptal needle. A st. Jude medical sl0 sheath was used during the case. The generator was used in power control mode at 40 watts with a temperature cut-off of 40 degrees. The stsf was not in close proximity to another catheter. It was the only catheter that was placed in the atrium. The parameters noted at the time of the injury included temperature of 26 degrees, impedance around 130 ohms and power of 40 watts. The flow was set at 15 ml/min. The carto® 3 system did not indicate to re-zero the catheter. However, the catheter was zeroed after the initial warm-up phases post catheter connection to the carto® 3 patient interface unit. No error messages were observed on any biosense webster inc. Equipment. No abnormal temperatures or contact-force values were noticed during the case.